Event description:
Omniflex stem revision performed due to the grade 3a osteolysis which was caused by polyethylene wear.

Manufacturer narrative:
The investigation is in process. No add'l info is available at this time.